Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support and reset the pump using the information provided. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if any further issues arise.